Manufacturer narrative:
Investigation summary samples were received and an investigation was performed. This is the 1st related complaint for difficult/unable to operate (unable to draw/insulin flows slowly) for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that the insulin flowed slowly into the bd insulin syringe with the bd ultra-fine¿ needle during use. While other syringes wouldn't draw up insulin at all. The following information was provided by the initial reporter: "consumer reported some of the syringes from his box are not able to draw his insulin and the ones that he is able to draw with, the insulin is flowing slowly into syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insulin flowed slowly into the bd insulin syringe with the bd ultra-fine¿ needle during use. While other syringes wouldn't draw up insulin at all. The following information was provided by the initial reporter: "consumer reported some of the syringes from his box are not able to draw his insulin and the ones that he is able to draw with, the insulin is flowing slowly into syringe."